Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Since the lot number is known, batch review will be performed.

Manufacturer narrative:
(B)(4). The complaint for difficulty to remove white cap on patient line was not confirmed. The cause was undetermined because the reported condition was not observed in the sample returned for evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A labeling review found the patient at home guide to be adequate related to this incident.

Event description:
The customer contacted baxter's technical service center to report an issue of difficulty to remove white cap on patient line found on the disposable cassette before use. The home patient (hp) stated that he had to use 2 pliers to pull off the white cap on the patient line. The p stated that since he stated using the lines, half of the time they were difficult to get off. There was no patient injury or medical intervention indicated at the time of the initial report.